Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user could wake the screen but could not slide the unlock control due to a newly observed cracked screen, and blood glucose was elevated to 223 mg/dl for a few hours with recent fluctuations; the user administered manual insulin and reported no infusion set issues. Symptoms included hyperglycemia without ketones or acute complications. Outcomes included the need for user self-management with backup insulin and no medical intervention or hospitalization. Investigation included device replacement logistics and return of the original unit for assessment. Investigation of this device revealed physical damage to the touchscreen/display assembly consistent with a cracked screen that impaired normal device interaction, with no alarms or leaks reported. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage to the display assembly.